Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non functional ecgs) has been confirmed. Upon investigation, the belt intermittently failed essential performance testing. The root cause for the failure was unable to be positively identified. The root cause for non functional ecgs was unable to be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.